Event description:
It was reported the safety bail of the stretcher was allegedly stuck in the up position and difficult to move by hand. There was no report of the injury or adverse event associated with the alleged issue. The stretcher was returned to manufacturer for a visual and functional evaluation. The reported issue could not be duplicated and the safety bail was found to be moving freely as intended.